Manufacturer narrative:
Investigation results: the shaver handpiece was rec'd for eval and the reported problem was verified. A visual examination of the cable found damage to several pins on the connector. Further investigation found that when the cable was connected to the console with the damaged pins, the handpiece started up. It was noted that this device was last repaired in august 2005. The instruction manual for this shaver handpiece recommends servicing of this device every 12 mos. The customer will be contacted with this info. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that there is damage to the attached cable of this arthroscopy shaver. There was no report of serious injury or surgical delay with this event.